Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2024 and suture was used. Several times the thread broke. The thread grips in the packaging, and it breaks the thread or at least weakens it strongly. This has been an issue on several boxes. No patient harm was reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/19/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? >there were no patient consequences but the surgeon had to take some sutures over. Please clarify if the extra lot/product: is for this complaint and an impacted product should be added? Or does this belong to another complaint? Or was an error and should be discarded? As indicated to the event description : "it is not an issue about lot because on several boxes the issue is disparate but is too recurrent." Two another complaint already opened : (B)(4). So the extra product received are related to the same recurrent issue reported in the complaint (B)(4). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one unopened sample that pertain to the product code mcp2131. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.